Event description:
The pt caregiver reported that the pt had peritonitis and a physician had been consulted. According to the pt's peritoneal dialysis registered nurse, there had been no fluid leak during treatment prior to the diagnosis of peritonitis on (B)(6) 2014. The pt was compliant with observing aseptic technique, but experienced a stomach virus with bouts of diarrhea and had self-contaminated. The pt presented with abdominal pain and had cloudy effluent. She was successfully treated with intraperitoneal vancomycin and gentamycin during a 6-hour dwell, followed by another round one week later. The pt was creating an excessive amount of fibrin related to the peritonitis, which clogged her peritoneal dialysis catheter. She was also reportedly uncomfortable about self-treating and continuing with peritoneal dialysis. As a result, her catheter was removed at the hospital on (B)(6) 2014, and she was admitted for several days to switch over to hemodialysis therapy. The hospital administered a round of prophylactic antibiotics when the catheter was removed. The pt is now receiving hemodialysis treatments.

Manufacturer narrative:
Medical records were requested but have not yet been received. The device has not been returned for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.